Event description:
The manufacturer received information alleging device failed on system set up during active exhalation control module solenoid valve verification. There was no harm or injury reported. Manufacturer field service engineer (fse) made onsite visit and replaced the three-way solenoid valve and proportional valve to address the issue.